Event description:
It was reported that since its return from repair the fixed red alarm button persists defibrillator completely blocked. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which the customer described the device behavior. They reported that the device had been returned to them from the local philips bench in late june and was now intermittently displaying a red x; it was necessary to disconnect both battery and power supply to clear the failure. Functional tests were passed, and no errors were noted in the logs. The rse later noted memory full errors, identified the processor pca as faulty, and an fse onsite was arranged. The onsite record notes that the ¿remaining motherboard¿ was provided, and the device was confirmed to be fully functional, but no specific parts were listed as used. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.